Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair procedure the balloon physically broke and there was a hole in balloon. Part of the broken balloon did fall into the patient and was retrieved by the physician. To complete the procedure, a new balloon was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.